Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the keypad buttons are not responsive and are hard to press. Customer does not recall any significant events leading to the error but indicated that the pump is new. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to monitor pump and to call back if it doesn't get any better. No further information was provided.